Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) initially failed to pair with the ilet bionic pancreas while remaining paired to the dexcom mobile application. The user was guided to verify the sensor pairing code and toggle cgm model selection, after which the sensor successfully paired to the ilet. No adverse clinical effects and no changes in blood glucose reported. Outcomes included no injury and no medical intervention or hospitalization. Investigation included user troubleshooting and education conducted remotely. Investigation of this case revealed that device functionality was restored following correct pairing workflow. It was concluded that the event was resolved with troubleshooting and that the device operated as expected after successful pairing.